Event description:
Patient's foley is not draining on its own. Foley tubing required manual manipulation and change in placement the bag by gravity to get urine to drain. This troubleshooting took a while and eventually drained 575 cc.